Event description:
It was reported that the patient underwent a posterior screw-rod fixation surgery due to an accident. Approximately 20 months post-op it was found that the screw was broken. The patient underwent a revision surgery to remove the broken screw. Due to the location of the broken screw, the screw head could not be taken out and remained in the patient. The other part of the broken screw was left in the patient.

Manufacturer narrative:
(B)(4): the device was not returned for evaluation, however films were supplied for review which found: lateral view of lumbar spine with pedicle screw construct l3-5. One of l5 screws has broken and pedicle slight collapse has occurred.